Event description:
Display on phoenix-after-recirculate-, difficulity with touchscreen. Had to tap very hard, almost striking it to get into treatment mode. After about 20 minutes machine started alarming loudly with "alarm timeout" code on display. Unable to rinse back causing estimated blood loss of 200cc. After attempting to mute and rinseback recycling went into "fail-safe" mode. Since this was the second identical failure of the same machine the machine was pulled from service. Gambro quality assurance notified. Biomed was unable to get the display to work. Notified gambro to send in repairman. Tech arrived and unit worked first time, then failed on second test. Tech worked on device for several hours, and then began swapping parts with another machine. After many hours, tech had replaced some parts and swapped others, but declared the unit safe to use, though he was "not sure what I did."